Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had ambiguous vision from close range to long range after the intraocular lens (iol) was implanted into his eye. There was blurry vision and poor contrast sensitivity. The iol was replaced and discarded upon retrieval. There was no delay in treatment or other interventions performed. No further information was provided.